Manufacturer narrative:
The device was not returned for analysis; therefore, limited investigation was carried out. No sample retain of the same lot number was available. The device lot history records have been reviewed, and it is shown that there were no anomalies or non-conformance raised that could have contributed to the reported failure mode and that the guidewires were manufactured according to the specification. All the required relevant tests and inspections were performed and passed. The risk traceability matrix number rmf(tm)-003 was reviewed and it was found that the risk for this failure mode was included and well documented. The current rating for the failure mode in question is below the expected levels for the confirmed complaints. Wire or any manufacturing-related concerns has contributed to the incident as well as the device was not returned for investigation, thus the complaint cause cannot be verified.

Event description:
It was reported that the enroute .014 guidewire tip was observed to be deformed 1 to 2 cm from the tip, upon removal. Additional information revealed that the deformation was caused due to the wire getting caught in the soft plaque multiple times. Another 3rd party device was used and the procedure was completed successfully with no health consequences or impact to the patient.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that the enroute .014 guidewire tip was observed to be deformed 1 to 2 cm from the tip, upon removal. Additional information revealed that the deformation was caused due to the wire getting caught in the soft plaque multiple times. Another 3rd party device was used and the procedure was completed successfully with no health consequences or impact to the patient.